Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign stains were found on the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, when the staff of hematology department of our hospital used the closed venous indignant needle for intravenous infusion treatment of the patient, there were obvious stains on the prn of the indignant needle, and there was a potential infection risk. Replace the indwelling needle."

Event description:
No additional information

Manufacturer narrative:
Follow up MDR for device evaluation. In response to the event reported by your facility a device history review was conducted for lot number 2011060. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.